Event description:
It was reported that during setup prior to a surgical procedure at the user facility a spring fell out of the non-footed attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.